Event description:
Report received of the infusion bag found empty sooner than expected. The pump was programmed in the primary mode on channel a to deliver 240ml of an unspecified medication at a rate of 10ml/hr. The infusion was initiated at 1500. At 0730 the following day, the nurse reportedly found the container empty. The expected volume remaining in the container was approximately 75ml. It was not known if there was any adverse effect to the pt. Though requested, no further info was available.